Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, day 4 post op after a laparoscopic subtotal colectomy with ileorectal anastomosis done for diverticula bleeding, the patient presented in the ER with abdominal distention, nausea and vomiting. Patient was having nausea and emesis. In ER, a CT scan of abdomen showed significant bowel distention pre and post anastomosis. Surgeon stated patient had a low white blood cell count and tender stomach. Patient had a follow up surgery. Surgeon took down the anastomosis and performed an open ileostomy. Sutured the distal end and will give it time to heal. During the second procedure it was found that the distal bowel anastomosis appeared ischemic where an end to end anastomosis was performed. Postoperative ileum is likely diagnosis. The product was discarded after the initial procedure. There was no issue with the function of the device. Surgeon does not believe the additional surgery was due to the staple line or any product issue. There was no product issue noted at time of surgery. Surgeon had to perform a secondary procedure and performed an open ileostomy. Surgeon does not believe it was an issue with the staple line but just ischemic bowel. Patient medical history hypertension, multiple episodes of diverticula bleed due to diverticulosis. Past surgery include ankle and knee surgery, aortic aneurysm repair, mitral valve repair, previous lap sigmoidectomy and then this subtotal colectomy.. No drug or alcohol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.